Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the cutters did not pass testing and the gears and collars were replaced on the cutters. The cutters could not be fully repaired and was returned to the account. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh on previously recovered cadaver skin. At product evaluation investigation this cutter did not pass the cut test. No adverse events were reported as a result of this malfunction and there was no patient involvement.